Event description:
This was an outpatient surgical removal and replacement of bilateral breast implants. Also performed was the surgical removal of lesions in the right axilla and left hip. Pre-operational diagnosis was periprosthetic capsular fibrosis. The pt complained of very hard and painful breast prostheses.